Manufacturer narrative:
The system and the handpiece were both examined and the reported event was not replicated. However, the hub rollers were cleaned as a preventive measure (on the system). The equipment was tested and found to meet product specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the handpiece was obstructed during a procedure. The handpiece was exchanged to complete the case. There was no harm to the patient.